Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced stimulation traveling down their legs but not across the mid back on the right hand side, which was the primary area of pain. The patient reported persistent pain in the mid back on the right side and ineffective stimulation coverage for the targeted pain area. The patient was unable to achieve pain relief despite using available programs (a, b, and c, up to 9). An attempt to reset the implant was unsuccessful. The patient was scheduled to have the implant removed and replaced with a different one due to lack of efficacy.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that implant was removed on 07/17/2025. The circumstances that lead to stimulation was not helping and was in the wrong location was all the above, plus rep was unreachable then when he was at my office he caused me severe pain that knocked me to the floor and then he called my doctor and told him to cancel my surgery which he had no right to do. Medtronic device was removed and new one was put in by boston scientific was and still am pissed by your rep taking it upon himself without my permission trying to cancel my procedure on 07/17/2025.I had my new stimulator put in and still might see what my options are because your rep had to right calling doctor and trying to cancel my surgery and telling him I was keeping the medtronic system in me when the new I didn't want it.

Event description:
Agent reached out to the field to provide visibility to the issue. Patient called back and repeated previously documented information. Patient stated they had their medtronic implant removed yesterday and replaced with another manufacturer's device. Patient inquired as to what to do with external equipment and agent reviewed options; agent sent request to repair for prepaid label. Patient stated hcp office then called the patient who stated they never once told the rep that they were cancelling their surgery. Patient stated the hcp told them that, had the surgery been cancelled, they would have had to wait another 2 months and the patient stated they would have still been in all that pain and would've had to suffer. Patient stated medtronic was supposed to call them back and never did and noted this would be their last call before deciding whether they need to get a lawyer. Patient also stated hcp was not happy at all that the medtronic rep tried to cancel the surgery. Patient repeated previously documented information that the implant battery would not stay charged for more than 4 hours and added that they had to drive 90 minutes to hcp office twice, as medtronic rep cancelled the first time, and sit in the office while the battery charged.patient noted their implant did not work for 20 days, which agent understood to be a result of the implant not being charged. Patient also added additional details to previously documented event that 07/08/2025 reprogramming was "no good." Patient stated when the rep made the adjustments to their therapy whatever they did put them down on the floor in so much pain screaming telling the rep to turn it off. Patient stated medtronic rep then stated, "I didn't do that" and advised patient to at least try "it" until monday before they make up their mind.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information is received from the rep. It was reported that the customer discarded the device.